Manufacturer narrative:
H10.additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H3.device by manufacturer: on 19-jul-2016, a technical support specialist (tss) addressed the reported event where the customer informed that they had ca-125 pt failure. Inspector is allowing them to run but they need to prove themselves, customer wants advice. Tss advised customer can try another proficiency tester if this is going to be a chronic issue, then ask the inspector what else they would find acceptable. No further action required. The probable cause of the event was failed proficiency testing.

Event description:
On (B)(6) 2016, a customer reported failed proficiency test (pt) for ca-125 with their aia-360 analyzer. Customer report of ca-125 pt failure. Tm01 56.2 (43.5-54.4) tm02 13.2 (10.7-14.3) tosoh qa got 56.9 and 13.4 the customer is unable to run ca-125 patient samples. A technical support specialist (tss) addressed the reported event, which resulted in delayed reporting ca-125 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.